Event description:
Information received by medtronic stated that the cracked in battery allotment. No harm was required during medical intervention. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage at the allotment battery found on (B)(6) 2021. Pump was received with blank display. Unable to perform displacement test, active current test, sleep current test, and self test due to blank display. Unable to download pump history files and traces using thus software due to blank display. Test p-cap locked properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, cracked keypad overlay, battery tube threads - cracked, cracked retainer, and corroded battery tube. Cosmetic damage was confirmed at the allotment battery. Retainer ring damage was confirmed. Blank display was confirmed due to moisture damage on the j6 and j7 connector on pcba 1. Moisture damage was confirmed found on pcba 1, pcba 2, motor, force sensor, and battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.